Manufacturer narrative:
MFR received date: 04 sep 2019. Date of report received: 11 sep 2019. The field service engineer (fse) replaced the touch screen to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the touch screen is not responding. The customer reported that the unit was not in use on patient.

Manufacturer narrative:
Date of event: (B)(6). Date of report: 26aug2019.

Event description:
The customer reported that the touch screen is not responding. The customer reported that the unit was not in use on patient.